Event description:
It was reported that the lead was repositioned due to unacceptable dfts at implant. Dfts were still not acceptable. Therefore, the lead was explanted and replaced. The lead was discarded and will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.